Event description:
Patient to infusion to receive a magnesium rider IV piggyback. After peripheral intravenous line was placed, magnesium rider was started- infusing through a secondary tubing. Secondary tubing lot #710464w. At start of infusion, alaris pump was pulling fluids from secondary bag/tubing. Once checked later into infusion, alaris pump was pulling ivf from the primary normal saline (ns)/flush bag and primary tubing. Secondary tubing was changed and new secondary tubing lot # 710464w hung. Alaris pump is still not pulling from secondary tubing. Secondary tubing then clamped off and the primary tubing was removed from alaris pump. The 10ml ns flush given through superior or 1st port connection of primary tubing, where secondary tubing connects- flushes well. Primary tubing then placed back into alaris pump and secondary tubing reconnected. Secondary tubing unclamped and magnesium rider/secondary tubing now infusing through alaris pump.